Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse effect to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.